Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a rattling sound in the mobile power unit (mpu) was not confirmed, as the sound was not reproduced during evaluation of the returned unit at the european distribution center. The mpu (serial number: (B)(6)) was functionally tested and found to perform as intended. Preventative maintenance was performed on the unit, and the serviced mpu was returned to the customer after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined via this analysis. Incidental findings: damage to the battery door and loose rubber casing on the patient cable. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2016. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mpu and the patient cable for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine preventative maintenance a loose component was heard rattling inside the mobile power unit (mpu). The unit was removed from use and returned from servicing.

Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.